Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Finaly analysis found that the device had reached eri. No anomaly was found.

Event description:
It was reported that upon interrogation the pulse generator displayed an error message data not read. Device was explanted.